Event description:
During a heart catheterization procedure the amplatz catheter was pulled back, and upon removal of the wire, the wire was noted to break leaving approx 8 to 10 cm of wire within the body of the aortobifem graft extending from the mid right iliac limb into the left mid iliac limb. Pt required a return to surgery the following day to remove the entrapped wire.